Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a spinal cord stimulation (scs) patient required a revision procedure due to the implantable pulse generator (ipg) battery being dead, unable to charge, and the remote failing to connect to the device. The ipg was replaced during the procedure. The patient remained stable post operation and is doing fine, all pain areas were captured. In accordance with facility guidelines, the device was discarded and will not be sent back for further analysis.

Manufacturer narrative:
Correction to the MDR in block h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a spinal cord stimulation (scs) patient required a revision procedure due to the implantable pulse generator (ipg) battery being dead, unable to charge, and the remote failing to connect to the device. The ipg was replaced during the procedure. The patient remained stable post operation and is doing fine, all pain areas were captured. In accordance with facility guidelines, the device was discarded and will not be sent back for further analysis.